Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose at the time of event was 3.9 mmol/l. Customer dropped to 2.3 after 15 minutes. Customer went back to 6.3 mmol/l. Blood glucose after 30 minutes 1.7 mmol/l. Customer was hypo when paramedic arrived. Glucose delivered via drip. Customer was then hospitalized on saline and glucose drip and stayed around 4mmol.the customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.